Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. Signal interference of map1-2 was observed. A second device was used to complete the procedure. There was no adverse event reported on patient. The signal interference was observed on the intracardiac channels on the carto only. The physician did have an intact ECG signal available to monitor the patients¿ heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-oct-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 08-oct-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 02-oct-2025. A visual inspection, microscopy examination, and electrical of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The damage on the pebax's surface could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Then, an electrical test was performed and no signal noise were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The hole observed on the pebax's surface could be related to the electrical issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue is due to an unintended use error caused or contributed to the event. The instructions for use contain the following recommendation: electrocardiogram (ECG) noise is typically generated as the result of the improper connection of the body surface electrocardiogram (ECG) patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).